Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient saw an out-of-regulation (oor) message on the day of this report. It was also observed that the patient¿s ins voltage was decreasing quickly. It was at 3.04 v at implant on (B)(6) 2.85 v on (B)(6) and 2.84 v on (B)(6). All electrode impedances were normal. Therapeutic impedance was 471 ohms at 3.932 ma. Impedance testing was performed while doing arm extension and neck movement, but the same impedance was measured. Impedance did not differ greatly while palpating and massaging lead/extension or while applying pressure to the ins. The patient¿s device was reprogrammed to c+1-, the ins battery level was checked, and the device was at 2.88 v. The patient left the session at c+1-. The patient reportedly had transient paresthesia at this setting and shook when their impedances were checked. It was also reported that the patient experienced a shocking and tingling sensation on the left side while programming was being done. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's weight is unknown, but they appeared to have no significant weight gain or loss. It was stated that the cause of the shocking/oor was not determined, but changing the polarity to case+, 1- eliminated the oor with no further shocking sensations reported. Furthermore, the battery strength jumped from 2.84 to 2.92/2.93 after changing settings. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.